Event description:
¿This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned with no reported event. Premature battery depletion was uncovered during analysis. The device could not be interrogated with a programmer when received. The no communication was due to low battery voltage; the low battery voltage was due to premature battery depletion. A longevity calculation was performed and found the battery depletion was premature. The battery analysis by the manufacturer found an internal battery anomaly to be the cause of premature battery depletion.